Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 15 alarm noted during testing, however pump error 15 found in device history files due to software anomaly as per global logic analysis. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical block and inverse critical block did not add to zero pump error alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer stated that pump error alarm return on second occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.